Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support (cts) guided the customer through priming the air bubbles out. Reportedly, the customer used the cartridge and insulin beyond labeling. Cts educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 288-289 mg/dl.